Manufacturer narrative:
Concomitants -d10: 3905981 - 02-010-03-0225 - logic cr femoral cem, left sz 2.5. 3806919 - 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 3888001 - 200-02-35 - three peg patella 35mm. 3870852 - 201-46-10 - holding pin headless 3." The revision reported was likely the result of swelling and synovitis. Localized prosthesis wear was noted on the image of the tibial insert, but it cannot be determined if this contributed to the synovitis, swelling, and/or reason for the revision. The reason for the swelling and synovitis cannot be conclusively determined because the device was not returned for evaluation and relevant patient information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial left knee implanted and then underwent a revision procedure, approximately 8 years 10 months post the initial procedure. The patient was revised due to synovitis and swelling to a new size 9 insert. There were no issues with surgery. The explants are not available for return. X-rays and device images were provided. No further information.